Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient has been experiencing dizziness and headaches for the past 6 months. When the patient was seen during emergency room (ER) visits, the patient was informed that the device was not working and needs to be replaced. The patient was encouraged to see a physician. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the device had normal battery depletion. The device was explanted and replaced.